Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 500 mg/dl at the time of admission. Customer reported being shaky from their high blood glucose. The customer did not treat for their blood glucose at the time of the call. Customer also reported they were disconnected from the insulin pump one day prior to being hospitalized. The insulin pump will not be returned for analysis.